Event description:
(B)(4). Event occurred in (B)(6). The patient's infusion set's tubing detached at quick release only at night. The insertion site was thigh and pump was laid loose on the bed. The patient had this issue with five sets. The patient had already received the replacements. No further information available.